Event description:
The pathology tech tried to take the lid off of a 64oz specimen bucket. The lid broke apart. Additional occurrences have been observed with the 64oz specimen container. Lids seem to split apart at the sealing rim when putting them on or taking them off. Event increases risk of exposing staff to blood/body fluids and increases risk of damage/loss of specimen for the patient.======================manufacturer response for 64 oz specimen bucket, medline (per site reporter).======================sales rep was emailed this morning.